Event description:
It was reported a clearlink system non-dehp solution set leaked. The event was further reported as during a vincristine and unspecified solution infusion, the " fluid came out of the tubing, leaking from the bottom of the tubing chamber". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.